Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had pain and swelling at the implant site since implant on (B)(6) 2026 but the swelling would improve when they would elevate their legs. The symptoms got worse around 3 days after implant and it was extremely painful to walk and patient had to use a crutch or a cane. Patient was currently at the ER and the ER doctor said the implant site was infected because it was red and swollen but they were doing further bloodwork to confirm. Patient services (pss) recommended patient follow up with managing healthcare provider (hcp) when they are able. Patient also requested that manufacturer field staff be made aware of the infection and an email communication was sent.